Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple issues with the power supply were identified such as the power distribution assembly, the circuit breaker, and the quad output printed circuit board assembly. Those issues are not resolved. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that during a procedure the system displayed communication, x-ray block, fluoroscopy, and motion error messages. No patient injury was reported.